Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient's device was replaced due to infection. The device was explanted on (B)(6) 2010. It was stated, there was no malfunction of the device. The patient recovered from the infection, and was implanted with a new device on (B)(6) 2011. Reference MFR. Report # 3004209178-2011-02013 for information regarding that device. Reference MFR. Report # 3004209178-2010-00812 for information regarding the patient's previous device.